Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no samples, a root cause could not be determined.

Event description:
It was reported that a cracked barrel was found before use with a syringe 3ml ll 200 s/c. The following information was provided by the initial reporter, "it was reported that the syringe had several cracks on it. Description of issue: contact reported that she took a new syringe out of the packaging and it had several cracks on it. On 03/23/2020, called stating that she does no longer have in her possession the sample. However, she stated that she used the whole box from where she got the one that was broken. She stated that there were two crack up and down. She stated never seen something like that, it was whole in the middle of the barrel. Ms. Jenna said that it was only one syringe involved. No samples are available."